Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 22ga needle experienced foreign matter contamination. The following information was provided by the initial reporter: the operators observed black spot on needle¿s blister. The black spot is not on each blister and not at the same place. A 100% check for black spot was carried out during the separation of needles from the entire production.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photo. Inspection of the photo showed that a potential root cause could have been related to the changing of the ink roller at one of the printing stations. The new roller could have had excess ink, resulting in the observed defect. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR for packaged needle (pn) was performed for batch 2110439 (catalog 302011). There were no foreign matter rejects at the in-process and outgoing inspection. No quality notification was raised for past 12 months on similar reported defect h3 other text : see h10.

Event description:
It was reported that the bd 22ga needle experienced foreign matter contamination. The following information was provided by the initial reporter: the operators observed black spot on needle¿s blister. The black spot is not on each blister and not at the same place. A 100% check for black spot was carried out during the separation of needles from the entire production.